Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Quality records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 349 mg/dl less than 36 hours after the pod was activated. During a 5k run she noticed that the cannula had come out of her skin. She gave herself about 2.0 units with her back up insulin delivery and she was able to activate a new pod.